Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. Upon return the distal end of the teflon sheath was approximately 26.5cm from the iab distal tip. The sheath was attached to the hemostasis cuff of the cathgard. There was blood observed on the exterior of the yellow fos cabling, interior of sheath side-arm, bladder membrane and bifurcate. No blood was noted within the bladder membrane. The one-way valve was tethered to short driveline tubing. The bladder membrane appeared loosely wrapped. A kink was noted approximately 23cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber was fully intact. The one-way valve was tested and passed. See other remarks section for continuation. Other remarks: a vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A lab-inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip and met resistance approximately 5.5 cm and 23cm from the iab distal tip. The iab could not advance past 23cm. Some blood exited with the swg. The swg was front loaded through the luer end and met resistance at 14.7cm and could not advance past 59.3cm. The iab was submerged in water and leak tested. The unit passed the leak test. No holes or leaks were noted on the bladder membrane. The bladder membrane did not fully inflate during the leak test, and the distal area of the bladder membrane appeared twisted during inflation. Upon attempting to unravel the twisted portion of the bladder membrane, the area of the bladder membrane near the outer lumen began to twist. Upon further inspection, the flex tip assembly was found bonded properly to the central lumen. Engineering has been notified of the issue. This issue will be monitored for any developing trends. The iab was not able to be aspirated and flushed using a 60cc lab-inventory syringe because of the previously noted kink. The iab pump test was unable to be performed due to the kink. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarms is not able to be confirmed. It is possible that the helium loss alarm occurred during the procedure because of the kink found on the device; however, the device was not able to be pump tested because of the kink. The root cause of the kinking is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and while inserting the iab via a sheath there were helium alarms. No blood was noted in the tubing. As this time the md decided to remove the iab and insert a new iab. The second iab was inserted via the same femoral artery and the patient received intra-aortic balloon pump (iabp) therapy successfully. There was a delay / interruption in iabp therapy for the timeframe required to prep and insert the second iab. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and while inserting the iab via a sheath there were helium alarms. No blood was noted in the tubing. As this time the md decided to remove the iab and insert a new iab. The second iab was inserted via the same femoral artery and the patient received intra-aortic balloon pump (iabp) therapy successfully. There was a delay / interruption in iabp therapy for the timeframe required to prep and insert the second iab. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is ok.